Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by legal that patient was revised on (B)(6) 2010 and the following was performed during surgery debridement of the trochanter bursa, hip arthrotomy, debridement of fibrous tissue surrounding the hip, slight metallosis. Surgery was well tolerated. Prior to revision patient experienced burning pain, loosening of the prosthesis vs abductor muscle injury, bilateral sciatalgia and bursitis. Following surgery the pain persisted and on (B)(6) 2010 patient was revised which included a conversion from metal to polyethylene implant. A very thick pseudo capsule and effusion were noted during surgery. The surgery was tolerated well but there is a hip metal hypersensitivity. Ad (B)(6) 2018: translated medical records received. After review of the medical records for MDR reportability, the patient was revised to address metal hypersensitivity. Clinical notes reported of pain, slight metallosis, bursitis, elevated metal ions, and loosening of abductor muscle injury.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.